Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) readings were fluctuating significantly after passing calibration and would ask for another calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified that the fraction of inspired oxygen (fio2) values were fluctuating by about 20%. The fsr replaced the oxygen (o2) sensor. Verification/release testing was performed. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) installed the o2 sensor into a lab use only (luo) epgs. The o2 analyzer was found to be reading outside of the specification range from the reading on the central control monitor (ccm). It was determined that the readings were inaccurate and the o2 sensor did not meet specification.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the output signal of the oxygen (o2) sensor was unstable. The cause of the detected failure was determined to be gas bubbles found near the cathode. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: a2, a4, a5, b7 and e1. The reported complaint was confirmed. Additional information indicated that the internal oxygen blender was set to deliver 70% oxygen. Despite a consistent setting the internal blender delivered an inconsistent range of 58-88%. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.